Event description:
Noticed wire broken on davinci fenestrated bipolar instrument during procedure. Instrument removed from patient. Procedure: robotic total laparoscopic hysterectomy, bilateral salpingectomy. No harm to patient.